Manufacturer narrative:
Based on reevaluation, this complaint has been downgraded from a serious injury to product problem as the administration of manual ventilation prior to being transitioned to a secondary mechanical ventilator (settings, configuration, make/model unspecified) is a standard clinical approach when a patient is being swapped to another mechanical ventilation. In this clinical scenario, there was inference that the patient had a pre-existing tenuous respiratory status, and therefore a more heightened precautionary measure should be undertaken to maintain an intact and stable respiratory condition prior to and during transition to another respiratory device. No harm or injury was noted.

Manufacturer narrative:
B4:14jul2021. The customers alleged malfunction was confirmed and it was determined that the root cause was a faulty motor controller pcba and data acquisition.

Manufacturer narrative:
The institutional biomedical engineer (bme) reported that they have performed pressure and flow testing with passing results. The proximal and machine tubes were verified and were not crossed. The customer was not able to duplicate the issue. A philips remote service engineer (rse) advised the customer that with the unit operating on a test lung to disconnect the proximal and circuit lines, in which the unit generated both the proximal disconnect and circuit disconnect alarms. The rse advised the institutional bme to replace the sol3, sol4, and data acquisition board pcba, data acquisition (da) 1054356 453561512561, solenoid valve (purge, autozero, crossover) (gds) 1054254 453561511911. The data acquisition board was returned to the manufacturer for failure investigation. A philips senior technician completed a failure investigation on 10-nov-2021 and provided the following results: visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The data acquisition pcba was installed in the fi test ventilator (tn-33249867) in an attempt to duplicate the reported problem. The test ventilator powered up from ac and delivered breaths. It passed pressure accuracy test and operated for 1 hour without failures. The post was executed 25 times without generating any failures. The test ventilator did not generate 1009 and 1206 diagnostic code errors. The data acquisition pcba was tested and no failures were identified.

Event description:
A customer reported to philips that while delivering therapy to a patient, the respironics v60 ventilator's screen went black, displayed a vent inoperable message; error code not reported, and stopped ventilating the patient. The customer reported that the unit was in use on a patient at the time of the reported device behavior and medical intervention. The device was evaluated by the customer with assistance from a philips remote service engineer (rse), and it was determined that the motor controller pcba and the data acquisition pcba needed to be replaced to return the device to working condition.a review of the provided diagnostic report from the date of the event showed that the device generated a high inspiratory pressure alarm, then a pressure regulation high alarm occurred immediately after. The hospital's biomedical engineer replaced the motor controller pcba and the data acquisition pcba. The device passed all performance verification tests and was returned to service. This reporter stated that a (B)(6) years old male patient of unknown height, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on (B)(6) 2021, the patient was receiving therapy via the v60 device when the ventilator's screen went black, displayed a vent inoperable message; error code not reported, and stopped ventilating the patient. The patient's nurse then turned the device off then back on, and the device resumed ventilating the patient. The patient's nurse then removed the patient from the device, administered manual ventilation due to his tenuous respiratory status, and then placed the patient on another ventilator; brand, model, and prescription not reported. No relevant laboratory data was reported. The patient did not experience any harm in relation to the device behavior. The reporter stated that review of the diagnostic report post event revealed that the device generated a pressure regulation high alarm. This was a malfunction of the motor controller pcba and the data acquisition pcba.